Manufacturer narrative:
The affected visionaire guide kit was not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our investigation including an engineering evaluation by our visionaire team revealed that all was within visionaire standards. A clinical evaluation noted that no root cause could be determined. It is unknown if the auto-approval of the pre-op-plan "notes" contributed to the reported event. The surgical details and patient status remain unknown; therefore the patient impact beyond the reported additional +4mm distal femur resection cannot be determined. No further clinically relevant supporting documentation was provided for inclusion in this medical investigation. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that doctor had to take an additional +4mm distal femur resection from the planned visionaire resection was , and implanted a size 5 tibial component as opposed to the size 4 suggested by the visionaire plan.